Manufacturer narrative:
Returned for evaluation was one (1) 14cm probe. 4mm section of tip remains attached. Center conductor and zirconia detached completely. 4 mm of ceramic tip remains attached to copper semi rigid. Blackened appearance at fracture point. The ceramic tip, semi rigid center conductor, ceramic cylinder and end washer have completely detached. This appears to be a thermal event that severed the center conductor, fractured, and detached the ceramic tip. The cause of this type of thermal event could not be definitively determined. Functional testing of the probe for hrp cannot be performed given the returned condition of the probe (tip detached). The customer's reported complaint description of tip fractured and detached is confirmed. A defintive root cause for the thermal event cannot be established. The customer's reported complaint description of patient experienced bradycardia during ablation of the liver cannot be confirmed given the patient centric nature of the adverse event. This was concurrent with probe high reflected power warning message, which stopped the ablation and the bradycardia resolved on its own. There is no indication that the probe manufacturing was a contributing factor to this patient adverse event. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Reference (B)(4)

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using a 14cm solero applicator. Per the distributor: we had a case occur today with a 14cm applicator placed an experienced ir. The applicator was placed in the liver with no flexing or manipulation. Position confirmed with CT and us a 140 w 3min burn was selected. The applicator error high reflective power came up when 50secinto the burn. At the same time the patient had severe brady cardia which eventually resolved, and the high reflective power had stopped the ablation. The error messaged was acknowledged and the burn was then restarted, with the same high reflective power message. The machine was turned off and then turned back on. The applicator was repositioned in the patient. The cartilage and tubing were disconnected and reconnected. Once the needle was repositioned another CT was done to confirm needle placement. The CT showed that the tip of the applicator had detached. The applicator was removed from the patient and was confirmed that the tip of the applicator was detached and still in the patient. The procedure continued. Another 14cm solero applicator was opened. Positioned in the patient with no resistance. A 3min 140 w burn was completed with no further complication.